Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn:m365sc2408560. Model:sc-2408-56. Serial: (B)(6)/(B)(6). Batch:20567012/20567013. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: na. Batch: 20469705.